Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "cassette not attached" alarm and a downstream occlusion. This occurred while testing. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with contamination by the dso sensor seal. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log some evidence of the reported issue. To further investigate, a functional test was performed. The customers problem was not confirmed. The cause of the reported issue could not be determined. The dso sensor was replaced as a preventative measure.